Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board was replaced and the cine disk was formatted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the cine mode was not working. There was no patient injury or death reported.